Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocar cannulas were leaking. The procedure was completed without patient harm.

Manufacturer narrative:
A device history record (DHR) review was conducted. According to the DHR, two trocar component lots were reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. No further anomalies were identified. The device history record review did not point to a root cause because the lots were reprocessed and the product released met the product¿s acceptance criteria. The lot complaint history was reviewed. This is the fourth complaint for the finish goods lot; however, the second for the issue of leaking infusion cannula. This is the first complaint received against the trocar component lots for leaking. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. In order to improve performance of the valves an investigation has been opened to identify further actions to improve the performance of valved trocars. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. The manufacturer internal reference number is: 2016-09486